Event description:
Per the clinic, the patient experienced an infection at the implant site and a cholesteatoma. The device was explanted on (B)(6) 2015. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed june 19, 2015.

Manufacturer narrative:
(B)(4).